Event description:
The manufacturer received information alleging a "service required" alarm condition related to the oxygen blending module board occurred. The device was not in patient use. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a service required alarm condition related to the oxygen blending module board was observed. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board needs to be replaced to address the issue. During the evaluation of the device at the manufacturer's service center, an issue related to the lcd backlight was observed. The device's lcd needs to be replaced to address the issue.